Event description:
It was reported that the customer received a lost sensor alarm. Her blood glucose level was 79 mg/dl. The insulin pump was not communicating with the transmitter. The sensor was bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.